Manufacturer narrative:
(B)(4).

Event description:
It was reported to baxter (B)(4) that the reservoir of a seven day infusor device ruptured during patient use. The device was infusing 5-fluorouracil (5-fu) when the reservoir ruptured. The device was swapped out for a new infusor and the infusion resumed. There was no patient injury or medical intervention necessary. No additional information is available.